Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had driveline damage originally identified in dec2019. It was reported that the patient had rescue tape applied to their driveline. The plan of care was to monitor the patient. The patient was listed as stable at home. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the jacket of the patient's driveline could not be confirmed through this evaluation as the device is not available for investigation and no images were provided for review. The account reported that the driveline had damage/an ongoing slit in the outer jacket starting in december 2019. The original compromised section was approximately 9 inches from the patient¿s exit site. Rescue tape was applied at the time of damage, and the plan of care was to monitor the patient. The patient was reported to be stable at home. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6). The device is not available for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 7 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. Heartmate ii lvas patient handbook is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.